Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The stent was pushed proximally over the proximal markerband and the stent is stretched toward the tip. The stent struts on the mid to distal end were misaligned and stretched over the distal markerband. An examination found that there were various hypotube kinks along the length of the unit. The hypotube was broken approximately 472mm distal from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that crossing difficulties was encountered. Vascular access was obtained via femoral artery. The 100% stenosed, 20x3.0mm target lesion contained a >=90 degree bend and was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00x20mm promus element drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and shaft break.